Event description:
Technician alleged that the ground reading is out of range. No pt impact.

Manufacturer narrative:
The technician found the cause to be defective power cord plug head. The technician replaced the power cord plug head to resolve the issue.